Event description:
Midazolam drip infusing on intubated patient. Patient heart rate elevated, and other s/s that patient not comfortable or adequately sedated. Rn monitoring patient overnight noticed midazolam drip not infusing despite no alarms on pump. Pump sequestered and drip transferred to new pump with same tubing initially and resumed working. Next shift nurse again noted lack of infusion drips. The pump attached to this compass f0154425 sequestered with tubing for review by bio med. FDA safety report ID # (B)(4).